Event description:
It was reported that the customer had experienced high blood glucose of 454 mg/dl. They were feeling tired. They had treated the high blood glucose with a bolus delivery from the insulin pump. The customer called to check the functionality of their insulin pump. Troubleshooting was performed and everything tested within specification. The drive support cap was recessed. In the alarm history there was a no delivery alarm present. The customer did not have another infusion set, hence, the no further troubleshooting could be performed. The customer stated that they would change the infusion set and the reservoir once they get home. The customer was advised that the paramedics could be called, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).